Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the attendant performed capd therapy for the patient without completing proper training. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin injection 1 gram every fifth day (route and duration not reported) and fortum 1 gram daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.